Manufacturer narrative:
The investigation is ongoing.

Event description:
During implant of a 26mm sapien 3 valve in the aortic position, the first valve landed in a 0:100 aortic/ventricular position due to an inadequate deployment angle and severe pvl was observed. A second 26mm sapien 3 valve was advanced for placement within the first valve. There was resistance/tension in the system prior to valve deployment. It was felt that the wheel alignment wasn¿t working properly. During attempt to inflate, the delivery system balloon did not inflate. There was difficulty getting the ruptured balloon catheter back to the push catheter, and it took approximately 30 minutes to withdraw the devices. A third valve, a 29mm sapien 3 valve, was successfully implanted within the first 26mm sapien 3 valve and none to trace pvl was observed. The delivery system and sheath were removed without incident. There was no injury to the patient. At the time of the report the patient was alive. The patient¿s native annulus measured 523.7mm2 and the native annulus and native leaflets were moderately calcified. The second 26mm sapien 3 valve that was used, but not implanted, had valve struts popping out beyond the bottom of the valve skirt material. It was suspected that the exposed struts may have contributed to the balloon burst upon inflation.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Therefore, visual, functional, and dimensional analysis could not be performed. Presence of a manufacturing non-conformance was unable to be confirmed. Without photographs, imagery, or the device itself, a definite source for the leakage cannot be determined. However, since the device was able to be successfully de-aired, it is likely that the leakage source was not present on the device out-of-box and was created during the procedure. Patient/procedural factors that can result in balloon leakage include the following: (1) excessive manipulation of the delivery system during the procedure (e.g. During delivery system insertion/advancement or valve alignment) results in kinking or damage to the balloon shaft or balloon catheter bonds (i.e. Nose tip/inflation balloon, crimp balloon/balloon shaft). (2) kinking of the delivery system during insertion/advancement or improper insertion of the stylet or guidewire results in damage to the guidewire lumen. (3) calcification in the patient anatomy damages the inflation balloon and/or crimp balloon. However, it is likely that the crimp balloon was damaged adjacent to the inflation balloon/crimp balloon (I/c) bond. Potential root causes for damage of the crimp balloon material proximal to the I/c bond have previously been identified and previously documented in a product risk assessment (pra), as per management discretion. The pra demonstrated that performing valve alignment in tortuous anatomy could result in increased forces being applied to the bond area causing damage adjacent to the bond area. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tear in the inflation and crimp balloon bond. This was recreated in a previously performed engineering study, which demonstrated that residual volume in the inflation balloon during valve alignment can create high enough valve alignment forces to potentially cause a material failure in the area in question. The high valve alignment forces experienced in these scenarios could have resulted in fine adjust difficulty as well. The balloon and un-deployed valve could have then caught on the sheath tip during attempted retrieval, resulting in withdrawal difficulty. Although characterization of the patient access vessels was not provided, if tortuosity were present, it could have resulted in non-coxiality between the delivery system and sheath tip, further increasing the likelihood of the valve or torn balloon getting caught on the sheath. Additionally, if the valve were not pulled flush with the flex tip, the valve could become non-coaxial with the sheath tip and the valve struts would be exposed, thereby getting caught during retrieval. Although a definite root cause cannot be determined at this time, it is likely that patient/procedural factors contributed to the reported event. During the manufacturing process, the entire delivery system is visually inspected and tested several times. The inflation balloons are 100% inspected for the following dimensions: working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness. The following crimp balloon features are 100% dimensionally inspected: distal length, proximal length, distal ID, proximal ID, single/double wall thickness. The balloons are 100% visually inspected with unaided eye for general appearance/gross defects. The balloons are 100% visually inspected under 8x magnification for foreign matter, impurity or contamination, fish eyes, gel spots, etc. The 26mm flex tip outer diameter is 100% dimensionally inspected. The fine adjust knob and locking collet assembly is tested. The location of the marker bands on the guidewire shaft are 100% visually inspect by inserting each guidewire shaft and verifying that all marker bands are within specification when completely visible through the fixture windows. After the process, the balloon is 100% inspected for fold lines and rejected for distorted/pinched folds. Devices are 100% functionally inspected by both manufacturing and quality during final inspection for fine adjust function, collet/shaft clearance, and collet engagement. Devices are 100% visually inspected for damage or missing components. The inflation and crimp balloon are inspected and rejected for distorted/pinched folds. Additionally, the work order would have undergone product verification testing as a requirement for lot release. During functional product verification testing the delivery systems is visually inspected for physical defects or damage. The delivery systems were additionally tested for the following: retrieval force through sheath testing, balloon inflation/deflation time, device de-airing, and functional verification of the fine adjust function, where balloon shafts are pulled from default position to valve alignment position and the fine adjustment wheel is used to ensure valve alignment position can be achieved. The locknut/collet engagement force was tensile tested. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Since no manufacturing/product non-conformance or labeling/IFU/training deficiencies were confirmed, an fmea assessment is not required due to the unavailability of the device or relevant imagery, the complaints for balloon leakage, delivery system withdrawal difficulty and fine adjustment difficulty were unable to be confirmed. Presence of a manufacturing non-conformance was unable to be confirmed. A review of the device history record (DHR), lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Available information patient/procedural factors likely contributed to the reported event. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the complaint rate for the trend category ¿withdrawal difficulty¿ did not exceed the may 2018 control limit, but the complaint rates for the trend categories ¿leakage¿ and ¿fine adjust difficulty¿ did exceed their respective control limits. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were confirmed, no corrective/preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.